Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited helix extension difficulty and after numerous attempts in vitro, the issue persisted. As a result, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for product investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned in two segments, severed at approximately 207 millimeters from the terminal end, which is indicative of induced damage during explant. Visual inspection noted the helix was extended and stretched out. Dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.